Event description:
It was reported that the patient was experiencing numbness all the way down to the feet. It was also noted that the patient was experiencing inadequate stimulation and stimulation in non-target area despite reprogramming attempts. Fluoroscopy images were reviewed and showed that both leads were to the right of midline. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads will not be returned as they were kept by the medical facility. Additional information was received that the patient also experienced pocket pain.

Event description:
It was reported that the patient was experiencing numbness all the way down to the feet. It was also noted that the patient was experiencing inadequate stimulation and stimulation in non-target area despite reprogramming attempts. Fluoroscopy images were reviewed and showed that both leads were to the right of midline. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).